Event description:
During use of the device for a non clinical activity, the user reported the centrifugal pump was damaged. The user reported the pump was dropped during setup for a trial system in the receiving department. Since the event occurred during a non clinical activity, there was no pt involvement during this event.